Event description:
It was reported that patient experienced ineffective therapy, patients lead was fractured. As a result, surgical intervention was undertaken wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection showed the returned lead found all the internal lead wires broken. The reason for the event remains unknown.